Event description:
It was reported the patient presented in clinic for follow up. Upon interrogation, it was discovered the pacemaker exhibited premature battery depletion. No changes to the device or intervention was reported; the device will continue to be monitored. The patient was in stable condition.